Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the cadiere forceps instrument was to be removed from the device, and it was disengaged. When it was checked, an axial misalignment was caused. The port did not come off, so a part of the instrument was disconnected and removed. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The cadiere forceps instrument was analyzed and during visual inspection, the instrument was found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged and completely separated from the main tube. Pitch and grip cables were found to be broken as result of the main tube breakage. Proximal clevis and distal end components were not returned with the instrument. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Additional related findings: the instrument was found to have a cracked main tube holder. There were missing pieces from the main tube holder, but the size of the missing pieces cannot be confirmed. Components adjacent to this bent main tube holder did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of dislodged proximal clevis, pitch and grip cable breakage is attributed to damage during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 01-oct-2025: the instrument was inspected prior to use and no abnormal was noticed. The issue occurred when the surgeon tried to remove the instrument and noticed something was wrong. The procedure video revealed interference with the fenestrated bipolar attached to arm 1 sometimes. The issue did not result in fragments falling inside the patient¿s anatomy. After removing the instrument together with the cannula, the tip of the instrument was artificially broken outside the body in order to remove the cannula from the instrument. It was unknown if port incision was increased due to the removal of instrument and cannula together. There was no patient injury as a result of this event.

Event description:
Refer to h11 for follow-up information.